Event description:
It was reported that the pt had passed away in the hospital. The pt's neurologist did not have any info on the pt's death. Attempts for further info are in progress.

Event description:
Additional information has been received from the physician indicating that he does not have any information regarding the patient's death as he has not seen the patient in over 6 years. A copy of the patient's death certificate was requested and received. The immediate cause of death listed on the death certificate is "perforated viscus" with "malnutrition"; and "dysphagia" listed as contributing causes. No autopsy was performed. Death is listed as natural. Patient died in the hospital. The funeral home indicated that the vns was likely removed prior to cremation and disposed of. It is not available for return. Attempts for further information from the hospital where the patient died have been unsuccessful to date.